Event description:
Company representative reported infection and cancer patient history. This record is for the right side. Device has been explanted.

Event description:
Company representative reported infection and cancer patient history. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection early-onset is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection early-onset.